Event description:
One or more pts suffered eye problems including corneal decompensation following eye surgery where instruments were sterilized in the plazlyte sterilizer. The hosp used cleaning practices which are likely to leave soap residues on the instruments. Abtox identified soap as the residue on instruments submitted for identification. Literature references cite soap as cause of corneal decompensation.